Manufacturer narrative:
(B)(4). Date of initial report : 02/11/2016 the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated that jaw of the device would not open during the procedure. There was no injury to the patient.